Manufacturer narrative:
D10: the serial number of the ssd was (B)(6). H3, h6: the ssd was returned for product analysis. The ssd was tested and found to loop back to the login screen when logging into the navigation system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9736411. A medtronic representative went to the site to perform a system check out and they replaced the ssd. The system functioned as intended. B01, c20, d15 are applicable to the system checkout. The logs were returned for analysis. Software analysis is still in progress. B21, c21, d16 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue. Analysis found that there was insufficient I nformation to determine if a software anomaly contributed to the reported issue. Fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, serial/lot #: n/a, version: (B)(4). No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery. It was reported that the site started with the flat emitter. They verified the registration probe, and performed trace. The geometry error then jumped up to 200mm, but nothing had changed to have caused this increase. The manufacturer representative could see the instrument in the tracking details, was red. The representative proceeded to registration, but could not verify the accuracy. The side emitter was then used,  with the same probe and tracker, and the system recognized it. Three point touch registration was performed on the forehead, and achieved 2.6mm accuracy. Another three point registration was performed and the site got 2.5mm accuracy, and then displayed in the back of the throat while navigating. The accuracy metric went up to 2.6mm, but the site proceeded to navigation without issue. Then during navigation,  the system stopped actively navigating suddenly. To confirm a setting was not swapped, the representative confirmed that the footswitch was on continuous setting. Although this setting was correct, the representative had to depress the footswitch in order to navigate. There was no patient harm and the procedure was delayed less than one hour.